Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the medtronic unit interferes with quell devices. The pain was spreading further than the stimulation leads reach and they had been reprogrammed to the limit or the unit's spectrum. It was also noted the patient had problems with their units at security points at airports, courthouses, secured buildings, and even small magnets. No further complications were reported as a result of this event.